Event description:
The patient reported that she awoke this morning with no power to the pump: no audible tones and no display. She stated that the battery cap was intact and secure, the pump case was not cracked, and the battery compartment threading was intact. The patient reported that she replaced the battery with a brand new one and power was not restored. The patient denied blood glucose excursions due to power loss.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.